Event description:
The hospital reported that a cutting loop electrode burnt and fell into the patient's uterus during a hysteroscopy procedure. The piece was not retrieved. The hospital reported that the piece may have been flushed out during irrigation (of the uterus). There were no complications.